Event description:
It was reported that the left ventricular threshold was higher at the 18 month in-clinic check than at implant, and the left ventricular capture management (lvcm) feature had increased the output. Six months later, the threshold was still high and the lvcm feature had automatically adjusted the output again. Lvcm was programmed off to optimize battery longevity and the lead remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.